Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer treated with syringe. The customer reported the drive support cap to appear normal. The customer stated that the reservoir rings were very hard to move. The device will not be returned for analysis.